Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source presented a flickering light. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error as the malfunction mentioned in the initial emdr correspond to the model gif-h290t and the malfunction reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.